Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the c-ring on the hemopro got caught on the short port btt. Nothing fell into the pt. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the scope washer tube and half of the c-ring were returned. The c-ring assembly was inspected under a microscope; the c-ring displayed signs of exposure to heat at the fracture site. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity with the c-ring assembly. Based upon the evaluation results, the reported complaint was confirmed for c-ring fracture due to heat exposure. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. (B)(4).